Event description:
The reporter states that she had a colon rectal surgery and has had constant pain since which lead to infection and removal of the colon through her abdomen and connected to 2 strips of prolene. The prolene pooled at the bottom of rectum. She had to have her abdominal wall reconstructed. With the hernia surgery, she had cramping and motility issues, abdominal cramps and constipation.